Manufacturer narrative:
Additional information b5: medtronic received additional information that the customer stated that as a result of the issue with the oxygenator, they suspected that the issue could be a capillary break. It was only a suspicion from the customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that there was no leak observed from the oxygenator. Additional information received shows that there was no leak from the oxygenator and additional review of the analysis information shows that there was no damage to the oxygenator housing therefore, there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been primed. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for ease of prime testing. The results are as reported below: initial prime time (time of complete removal of air @ 4 lpm) = 26 seconds bubbles observed after 10 min w/150 mmhg back pressure @ 7 lpm = no reason for return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a fusion oxygenator, it was reported that there was a suspected capillary rupture. Before the start of bypass, air collected in the previously de-aerated oxygenator. The air bubbles rose from below in the oxygenator and came again and again. The oxygenator was replaced. The temperature was 37°c. The delta p was 60 mmhg at 5l/min. The recirculation port was used during priming. There was visible air in the system/tube and the bubble sensor came on during the event. The priming solution contained 1000 ml jonosteril, 250 ml mannitol 15% and 10000 i.u. Heparin. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the suspected capillary rupture was not an injury to the patient, the suspected capillary rupture was related to the oxygenator.